Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID:2134265-2018-07163. Reportable based on completed analysis of the related burr complaint on (B)(6) 2018. A rotawire was received with MDR ID# 2134265-2018-07163 with no reported issues. However, device analysis of the burr observed that the wire was not able to be removed from the burr catheter.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device came stuck inside a catheter and the advancer of the rotalink. Its proximal section shows a breakage and also the same section is severely kinked. Dimensional inspection of the device revealed that the overall length couldn't be performed because of the condition of the device. The outer diameter (od) of distal tip was within specifications. The od of middle and the proximal section of the device couldn't be performed because of the condition of the device. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID:2134265-2018-07163. Reportable based on completed analysis of the related burr complaint on (B)(6) 2018. A rotawire was received with MDR ID# 2134265-2018-07163 with no reported issues. However, device analysis of the burr observed that the wire was not able to be removed from the burr catheter.